Manufacturer narrative:
The customer/study site reported this event to the manufacturer twice and this medwatch #3007284313-2023-02800 was therefore sent in error as a duplicate of medwatch #3007284313-2023-02766, our ref. No. (B)(4). This medwatch will be retracted.

Event description:
It was reported that on (B)(6) 2012, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the patient presented with expansion of the left-sided iliac aneurysm due to distal migration of the trunk ipsilateral leg. On (B)(6) 2021, the patient was treated with coil embolization of left iliac internal branches and implantation of a stent graft.

Event description:
It was reported that on (B)(6) 2012, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2020, the patient presented with expansion of the left-sided iliac aneurysm. On (B)(6) 2021, the patient was treated with coil embolization of left iliac internal branches and implantation of a stent graft.

Manufacturer narrative:
D10: rmt311415 excluder c3 31mmx 14.5mmx15cm - sn (B)(6) pxc141000 excluder 14.5mmx10cm - sn (B)(6). H3: device remains implanted the patient referenced in this event file is enrolled in a retrospective and prospective observational cohort registry designed to obtain early data on the use of the gore® excluder® aaa endoprosthesis with c3 delivery system through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-12 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.